Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was broken, the cause was unknown, and the screen was not usable, which led to trouble operating the device; a replacement device was shipped, and the user was instructed to shut down the device and return it. No clinical symptoms, injury and no reported changes in blood glucose. Outcomes included disruption of device use without medical intervention, with plans for the user to continue with continuous glucose monitor (cgm) via the dexcom app or receiver and to perform a new startup on the replacement. The device was returned for evaluation. Investigation of this case revealed that the failure involved the display component with physical damage caused by impact. The customer reported complaint was confirmed. It was concluded that the event was related to hardware damage to the screen, with no device malfunction identified.